Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor error occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing a sensor error but was unable to specify the exact time interval between the onset of symptoms and the appearance of the error message. She stated that the issue persisted for over three hours, during which she attempted troubleshooting on her own without success. During this period, she experienced fatigue and a headache and was not receiving any glucose readings due to the sensor malfunction. The patient contacted her doctor¿s office and was advised to go to the emergency room. Before heading to the hospital, she checked her blood glucose (bg) using a meter, which read 200 mg/dl. Upon arrival at the hospital, she was admitted on (B)(6) 2025. A bg reading taken at the hospital showed 300 mg/dl. She was treated with intravenous insulin and removed the wearable device. At the time of reporting, the patient indicated she was feeling better. She was advised that she could go home on monday, on (B)(6) 2025. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.